Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was kinked approximately 43.0 and 45.0 cm from the hub and stretched in multiple locations along the distal shaft. Conclusions: evaluation of the returned device revealed that it was kinked and stretched. These damages may have occurred due to forceful handling of the 3max during preparation for use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing a penumbra system 3max reperfusion catheter (3max) for a thrombectomy procedure, the physician noticed that the 3max was kinked upon removal from the packaging. The damaged 3max was found prior to use and therefore, was not used in the procedure. The procedure was successfully completed using a new 3max.